Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Customer reported the vent holes were possibly covered. After confirming vent holes were clear, alarm was resolved. Customer's blood glucose was 250 mg/dl.